Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "on pod1 clinical patient experienced hypotony" in the left eye. Event resolved by pod6. On pod272, patient experienced "occluded implant." Device remains implanted.